Event description:
Additional information was received that diagnostic imaging was performed but revealed no anomalies. The event was resolved by explanting and replacing the right ventricular (rv) lead. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold, high pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. The physician alleged rv lead dislodgement or fracture, although it was not confirmed. No intervention has been performed at this time. Further investigation is anticipated to be performed. The patient was stable and will continue to be monitored.